Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking from the pt connector of the tubing set during treatment. Pt was in drain four of four when the pt connector became disconnect. The source of the disconnection is unk. Pt had no ill effects. Sample is not available.